Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. H2: additional information, device evaluation. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device sling was clearly deformed when it was taken out of the package. The issue occurred during sedation while the device was outside of the patient for a transurethral resection of bladder tumor (turbt) therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm or injury.